Event description:
On (B)(6) 2010, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a computed tomography (CT) dated (B)(6) 2014, revealed an increase in size of aneurysm sac to 6.6cm from 6.1cm at the last CT (done (B)(6) 2013). There is no obvious sign of endoleak. It appears that the graft limb seated in the right common iliac artery has a small amount of ¿purchase¿. It is unknown if a reintervention was performed at this time.

Manufacturer narrative:
Patient medications: zocor, zestril, potassium, percocet, oxycontin, norvasc, lantus, glucophage, effexor, and aspirin. Additional devices implanted and/or related to this event: pxc201400/7093628 and pxt231416/7163488. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2014, the physician re-intervened, the physician extended the right iliac limb with a gore device and angioplasty was done in the left iliac limb. The limbs are both patent and the issue was resolved, the patient tolerated the procedure.